Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the ipg needed to be recharged more frequently. The patient reported that the magnet was unable to turn the ipg on beginning on (B)(6) 2010, although the magnet was able to turn off the ipg. The ipg was explanted on (B)(6) 2010. The explanted ipg was returned to the manufacturer for evaluation on (B)(6) 2010. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.